Event description:
Patient came in for an esophagogastroduodenoscopy (egd) with endoscopic ultrasound (eus). The procedure was initially delayed due to patient's allergy to morphine and the physician's desire to have anesthesiologist provide monitored anesthesia care (mac). Anesthesiologist was providing sedation for another patient so egd/eus patient had a long wait. Once the procedure finally started, the egd scope worked great, but the olympus gf type ue160-al5 radial array eus scope was defective, and neither the doctor nor the endoscopic technician could get it to work properly. The failure of the olympus gf type ue160-al5 radial array eus scope caused a delay in the procedure. Registered nurse immediately notified charge nurse to have another endo tech bring in an additional radial eus scope which worked great. Procedure was completed and patient was not aware of additional delay while endo team set up replacement radial array eus scope. No harm to patient. There was an overall delay of 13 minutes, so patient received moderate sedation (mac) for an additional 13 minutes, and the doctor's schedule was delayed.